Event description:
It was reported that during a laparoscopic hysterectomy procedure, the teflon pad burned off and stopped working. (Nothing fell into the patient). Another ace36e device was opened to complete the procedure and it worked fine. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.